Event description:
It was reported that the knob of an aleutian inserter's inner shaft fractured intra-operatively during cage insertion, the aleutian inserter jammed with the cage and the surgeon "had to cut" the inserter shaft to detach it from the inserted cage. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the aleutian inserter.

Manufacturer narrative:
D4: the lot number was located at the device fracture site and was unable to be identified. H6 coding has been updated to reflect device evaluation and investigation conclusion.

Event description:
It was reported that the knob of an aleutian inserter's inner shaft fractured intra-operatively during cage insertion, the aleutian inserter jammed with the cage and the surgeon "had to cut" the inserter shaft to detach it from the inserted cage. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the aleutian inserter.